Event description:
Reporter alleged patient was treated with d50 and a dietary adjustment prior to being admitted to the hospital for blood glucose and alleged discrepant results on the blood glucose monitoring device versus the lab reading. Reporter stated when the emergency department device result was 373 mg/dl and a lab reading 20 minutes later resulted in a reading of 146 mg/dl. Reporter stated the pt was treated with d50 en-route to the hospital and was given a dietary adjustment in the emergency room. Reporter indicated controls were used and found to be within an acceptable range. Reporter stated the patient was moved to a different area of the hospital. A request was made for the return of the suspect device and replacement product was sent.